Manufacturer narrative:
According to the report, during a transsphenoidal approach surgery, "about 1.0cc or less of mixed bioglue got into the gastrointestinal section of the patient." The following additional information was received: "during tsa neuro surgery, [the surgeon] applied bioglue to the bone graft for reconstruction of sellar floor. And it was about 1cc or less." The date of event was "(B)(6) 2015" and "yes, the patient was intubated." "During applying bioglue, [the surgeon] just saw the partial volume of bioglue was flowed to esophagus, and prevent it shortly." "The patient has discharged after 2 weeks, and condition was good." The manufacturing records for lot 14muw019 were reviewed and it was confirmed that all records were controlled, available for review, and met all release specifications per the device master record. A review was performed of the available information. The complaint involves a transsphenoidal procedure involving bioglue. Bioglue inadvertently entered the gastrointestinal system; it is presumed that bioglue entered the oropharynx and was subsequently swallowed. The surgeon indicates that the patient was discharged after two weeks and that the patient's "condition was good." There is no relevant clinical data and the known clinical effects of the surgery include possibly cerebrospinal fluid (csf) leak. The expected outcomes include alleviation of symptoms/complications by removal of tumor and no leakage of csf. The root cause of the reported event is failure to prevent application of bioglue to unintended areas. It is unlikely that unpolymerized bioglue would adhere to the mucosal surface of the gastrointestinal (gi) tract. Polymerized bioglue will likely simply pass through the gi tract with no complications. The IFU provides the following instructions: "bioglue should be used only when complete visualization of the target application location is possible, when it is properly primed to achieve optimal viscosity, and a minimal amount is used." The IFU also states "do not compress the area of application or subject it to any extra pressure. Bioglue does not require any clamping or compression in order to polymerize. Bioglue works optimally when it is allowed to polymerize without any manipulation for a full two minutes." The IFU lists the following potential adverse events observed with the use of bioglue: bioglue applied to nontargeted tissue and application of adhesive to tissue not targeted for procedure.

Event description:
According to the report, during a transsphenoidal approach surgery, "about 1.0cc or less of mixed bioglue got into the gastrointestinal section of the patient."

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, during a transsphenoidal approach surgery, "about 1.0cc or less of mixed bioglue got into the gastrointestinal section of the patient."